Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported issues with the the no delivery alarms. Customer's blood glucose reading was around 130-140 mg/dl and the most recent one is 287 mg/dl. Nothing further reported.